Manufacturer narrative:
The device was not available for return and evaluation as it was reported to have been discarded. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. In this case, the device was explanted after approximately one (1) year, seven (7) months, and thirty (30) days due to unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The information regarding this explant was learned through our implant patient registry and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 23mm pericardial aortic valve, implanted one (1) year, seven (7) months, and thirty (30) days, was explanted due to unknown reasons. The explanted device was replaced with another 23mm pericardial aortic valve. No additional details were provided.